Event description:
It was reported that a user experienced difficulty charging an ilet controller despite attempting to charge for several hours; the agent instructed the user to try a different outlet and allow time for the device to begin charging, after which the charging pad indicator was solid green, consistent with normal charging status for the power system. Investigation of this case revealed that the device responded to standard troubleshooting and functioned as intended when connected to a working power source. No clinical symptoms reported. Outcomes included no clinical impact and no hospitalization. Investigation included technical support review and user troubleshooting. It was concluded that the event was related to user technique or external power source rather than a device malfunction.